Manufacturer narrative:
During evaluation of enterprise 5000x bed by arjo technician, it was observed that the bed platform lowered unintended without any control button being pushed. It was caused by the defective nurse handset. There was no patient involved. No injury was reported. The defective component was returned to the manufacturer on 11 jun 2021. The evaluation performed by the electronic engineer revealed that the nurse handset was not working as intended. All leds were constantly on and it was not able to control any movement, however the unintended movement was not confirmed. It was decided to return this component to supplier for detailed investigation. The evaluation of the returned handset revealed that the switch metal disc got bend as a consequence of the impact on the membrane button. This caused unintended bed movement. Arjo device failed to meet its specification since the bed moved unintended due to defective handset. The device was not used for a patient treatment when the failure was noticed. The complaint was decided to be reportable due to the unintended enterprise 5000x bed movement.

Manufacturer narrative:
The defective nurse handset was returned to the manufacturer for the further analysis on 11 jun 2021. The results of the evaluation will be provided once the evaluation is completed.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
During evaluation of enterprise 5000x bed by arjo service engineer, it was observed that the bed platform lowered unintended without any control button being pushed. It was caused by the defective nurse handset. There was no patient involved. No injury was reported.